Event description:
The patient reported with a painful right tha (ultimet/pinnacle/summit) elevated serum colbalt/chormium present and the patient exhibited neurological symptoms. The patient was revised of their metal bearing to xltrx poly liner and ceramic ts head. Patient's medical records were reviewed for MDR reportability. Records indicate upon revision cloudy amber fluid was encountered. Also noted, there was trunnionosis at the stem and wear around the morse taper and between the liner and the shell.

Manufacturer narrative:
Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.

Event description:
Update rec'd 2/11/2016: litigation received. Litigation also alleges elevated metal ions and metallosis. It states the patient suffered a post-operative infection after the dor, but was only treated with antibiotics. A doi was provided. There is no change the existing investigation. This complaint was updated on: 2/16/2016.

Manufacturer narrative:
This complaint is still under investigation. Depuy will notify the FDA of the results of this investigation once it has been completed. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate. UDI: unavailable. See section d for any product information received. Depuy synthes has been informed that the catalog number and lot number is not available.

Manufacturer narrative:
No device associated with this report was received for examination. A worldwide lot specific complaint database search, or device history record (DHR) review was not possible because the required lot code(s) was not provided. Based on previous investigations this complication of joint replacement is unlikely to have been the result of a device failing to meet required specifications. The information received will be retained for potential series investigations if triggered by trend analysis, post market surveillance, or other events within the quality system. Corrective action was not indicated. Depuy considers the investigation closed at this time. Should additional information be received, the information will be reviewed and the investigation will be re-opened as necessary.